Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Deep infiltrating endometriosis with infiltration of the rectal wall at about 7 cm from the anal verge. What surgical procedure was performed? Low anterior resection (davinci-assisted). Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Consultant surgeon with 15 years+ experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4x 1/2 revolutions. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. If so, please describe. Complete donuts, no evidence of misfiring. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? Yes. At the revision surgery (4th postoperative day), 2 staples were found to have been incorrectly closed. At this location, a leakage of approximately 2-3 mm was found. If so, please describe the shape and location. The 2 staples were found to have incompletely closed. Was a leak test performed? Yes. If so, what type and what was the result? Inconspicuous, no evidence of airleak. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Day 4. How was the leak identified? CT of abdomen. What was observed at the site of the leak upon reoperation? Right latero-posterior circumference. How was the leak addressed? Revision surgery, overstitching of leak, protective ileostomy (anastomosis was otherwise intact) what is the current status of the patient? Recovered.

Event description:
It was reported that the patient had an early dehiscence in 2021 after an anterior rectal resection. The surgeon is of the opinion that the used stapler cdh29a was the problem. No more information.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2022 additional information received: lot # u40k82 (exp. Date: 08/31/2025. Mfg. Date: 09/09/2020). An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable., per video evaluation: this is an analysis of a video and a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows bubbles that are forming in the tissue. In addition, no malformed staples could be observed. The photo shows a staple line on the tissue and a slight ooze was noted. Based on the video and photo the event described in leak intervention is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 07/06/2022. Additional information received: lot # 040k82. Video received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.